Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) occurred with various 190 endoscopes (gastro/broncho) when used with evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a technician was on site and cleaned the device, the error was no longer present, and the device was repaired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a connection/contact failure. Olympus will continue to monitor field performance for this device.